Manufacturer narrative:
No injuries were reported. Cynosure field service engineer (fse) arrived at the site and evaluated the device. Fse found output shutter was broken. To resolve the issue, fse replaced the output shutter. The device malfunction is attributed to the device firing unintentionally. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that after customer turned on picosure device, it began firing laser on its own.